Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 11/21/2019 and placed into service on 05/11/2022 with the battery pack in question (serial number (B)(6)). The log file review showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.

Event description:
A customer reported that their AED showed a replace battery now warning. No more information provided. No report of this occurring during patient use.